Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2010. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The se 2240 was identified during an initial assessment of a hc device during initial drain mode; there was no report for this alarm called in by the customer. The hp reported issue check patient line alarm. The hc machine was swapped. The assignable cause of check patient line, draining difficulties was undetermined. The assignable cause of noise was determined to be worn springs and spring retainer. It is not evidence that problems with the hc contributed to se 2240. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted.